Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. A 24mm watchman flx left atrial appendage closure device was successfully implanted. At the 45-day follow-up transesophageal echocardiogram (tee) on (B)(6) 2022, a large 2.3cm x 1.7cm thrombus was found on top of the watchman device as well as normal left ventricular size and systolic function. Estimated left ventricle ejection fraction (lvef) of 55-60 percent, right ventricular enlargement, bilateral enlargement, watchman implant with no visible leak around the device, agitated saline bubble study negative for right to left interatrial shunt, with and without abdominal pressure, moderate aortic stenosis with mild aortic regurgitation, mild mitral and tricuspid regurgitation, and moderate atherosclerosis of descending aorta. The patient was not admitted to the hospital. No additional details are known at the time of reporting.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. A 24mm watchman flx left atrial appendage closure device was successfully implanted. At the 45-day follow-up transesophageal echocardiogram (tee) on (B)(6) 2022, a large 2.3cm x 1.7cm thrombus was found on top of the watchman device as well as normal left ventricular size and systolic function. Estimated left ventricle ejection fraction (lvef) of 55-60 percent, right ventricular enlargement, bilateral enlargement, watchman implant with no visible leak around the device, agitated saline bubble study negative for right to left interatrial shunt, with and without abdominal pressure, moderate aortic stenosis with mild aortic regurgitation, mild mitral and tricuspid regurgitation, and moderate atherosclerosis of descending aorta. The patient was not admitted to the hospital. No additional details are known at the time of reporting. It was further reported that aspirin (asa) was initiated one day prior to implant. The patient was on xarelto for 45-days (15mg due to elevated cr) and asa. The thrombus was biased towards the limbus and non-mobile. The patient was changed to eliquis 5 bid. The patient was alive at the time of reporting. Plan for repeat tee on (B)(6) 2023.